Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and one haptic tore. The lens was removed with no patient injury and another lens was implanted.

Manufacturer narrative:
Results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were no returned for evaluation.